Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module. Results were provided for two patients that are a reportable malfunction. Patient one's initial result was 138 mmol/l, and the repeat result on 26-aug-2025 was 144 mmol/l. Patient two's initial result was 139 mmol/l, and the repeat result was 149 mmol/l. The customer is unsure which result is considered to be correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. Qc and calibration were passing prior to the event. The alarm trace did not contain a conspicuous event. A field service engineer (fse) determined that the ion-selective electrode (ise) needle and a sample valve needed to be cleaned. The fse cleaned the vacuum tube and also cleaned the sample valves, the dilution vessel, and the sipper nozzle. He completed reagent primes and successful ise checks, calibration, and qc. A comparison of 5 patients was completed, and the results were comparable. The investigation determined that the service action resolved the issue.